Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date the patient developed persistent leakage around the peg site. Cultures taken showed no growth. In (B)(6) 2017 the stoma discharge had a bad odor and was painful. Keflex antibiotics were started. The spouse stated that a large amount of pus and discharge came from the site after the start of the antibiotics.